Manufacturer narrative:
Of the 2 allegations of a malfunction, 2 pumps were returned to animas and investigated. Of the investigated pumps, 0 were found to be malfunctioning. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program. Additional h6 method: 26

Event description:
This report summarizes 2 malfunction events. A review of the events indicated that the one touch ping model pump experienced an inaccurate delivery with diabetes management issue. These reports were received from various sources. The patients associated with this allegation ranged from 16-66 years of age and between 186 and 186 pounds. Of the reported patients, 1 were male, 1 were female.